Event description:
Reporter indicated that a pt was having generator replacement surgery due to eos. A system diagnostic test was performed with the new generator and resulted in high lead impedance indicating possible lead discontinuity of the original lead. The pt underwent a second surgery to replace the lead. Explanted devices have been returned. The final product analysis report has not been completed at this time. No serious injury from lead break was reported.

Manufacturer narrative:
Device returned for analysis. Analysis not completed at this time. Pending further investigation to determine cause of possible lead discontinuity.